Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the patient underwent an irrigation and debridement process due to an infection on (B)(6) 2018, after being treated with the jet-x external fixation system for a tibia fracture fixation. The fixation system was removed 16 days after initial application (planned removal due to temporary stabilization). This information was provided as part of a multidevice data collection activity associated to the jet-x pmcf study, therefore, no further details are available at this time.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this information provided was part of a multi-device data collection associated to the jet-x pmcf study. Per the complaint, no further information will be provided. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient underwent an irrigation and debridement processes due to an infection and osteomyelitis on (B)(6) 2018 and (B)(6) 2018, after being treated with the jet-x external fixation system for a left ankle fracture fixation on (B)(6) 2018. The fixation system was removed on (B)(6) 2018 as per the stablished plan to proceed with orif. This information was provided as part of a multidevice data collection activity associated to the jet-x pmcf study, therefore, no further details are available at this time.

Manufacturer narrative:
Additional information: d6a, d6b. Corrected data: b3 (occurrence date), b5 (narrative), h6 (health effect - clinical code, health effect - impact code).

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided the clinical root cause for the reported infection and osteomyelitis could not be linked to the smith and nephew devices used. The reported event is likely related to the injury the patient sustained. The operative reported noted that the 6 inch open fracture (with exposed bone, tendon, and muscle) was grossly contaminated with dirt and dust. There is no evidence to support that the smith and nephew device contributed to the reported events. Although it was reported that the fixation system was removed per the stablished plan to proceed with orif the future impact to the patient could not be determined. Device specific identifiers were not provided thus an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and product prints review could not be performed. A review of the instructions for use documents for external fixation systems reveals in the adverse events that infection including persistent drainage of the pin tracts, or after wire removal; chronic pin/wire site osteomyelitis can occur. Additionally, since the device batch number was not provided, a review of the sterilization records could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.